Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that; the cv catheter was inserted from the right femoral in the patient. And after a while, the user found the inserted catheter leaking. The user swathed the leaking area in the bandages as an extemporaneous treatment. No medical intervention was needed , and no patient's injury occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one 2-l catheter for evaluation. Visual analysis revealed a hole in the extension line. Microscopic examination confirmed the hole. The edges of the damage appeared smooth and uniform indicating that contact with a sharp instrument (i.e. Scissors, scalpel, etc.) Likely caused this event. Adhesive/dressing residue was also visible in the location of the hole. No other defects or anomalies were observed. The hole in the extension line measured 38mm from the luer hub. The catheter extension line length from the luer hub to the juncture hub measured 110mm, which is close to the nominal value of 109mm per the catheter graphic. The extension line outer diameter measured 2.15mm, which is within the specification limits of 2.15-2.25mm per the extension line extrusion graphic. A lab inventory syringe was used to inject water through the catheter involved with this complaint. Water was observed leaking out of the hole in the proximal extension line. The distal extension line functioned as expected. A manual tug test confirmed that the extension line was secure within the luer hub and the juncture hub. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report of a leaking catheter extension line was confirmed through complaint examination. Visual examination revealed a hole in the extension line. Microscopic examination revealed that the edges of the hole were smooth and uniform. Additionally, functional testing revealed that water leaks out of the hole when performing a leak test. The catheter met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the report from the customer and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that; the cv catheter was inserted from the right femoral in the patient. And after a while, the user found the inserted catheter leaking. The user swathed the leaking area in the bandages as an extemporaneous treatment. No medical intervention was needed, and no patient's injury occurred.